Event description:
Operator was calibrating system before exercise test. The calibration gas tank wa empty and had to be changed. Tank was changed and calibration restarted. During cooling period operator heard a different sound than normal. Just before she got to the back of the unit, one of the water bath humidifying cylinders exploded, sending pieces of plexiglass across the room.